Manufacturer narrative:
Qn# (B)(4). There appears to be no product quality issue concerning manufacturing, documentation, or labeling. The der process will continue to monitor and investigate any similar events. No risk evaluation is required as the actual severity does not exceed the expected severity per the risk documentation.

Event description:
It was reported that: "track deployment. Surgical cutdown needed to be performed for hemostasis".

Manufacturer narrative:
Qn#(B)(4). UDI not available as the lot# was not provided by the customer. The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Case details were reviewed-a 67-year-old female patient, 68kgs., presented in the or for a tavr. A centrally positioned access was gained utilizing micro puncture with ultrasound for guidance. Arteriotomy was clear of calcification and tortuosity and had a measured deployment depth of 2.5cm + 1cm. Following the tavr procedure, an 18f manta was deployed to the measured depth. The physician stated there was no resistance experienced while advancing the manta sheath, deployment felt normal, and the anchor was deployed per IFU protocol. Following deployment, bleeding continued. Bleeding at the access site post-deployment is a possible indicator of a tract deployment. Manual pressure was applied, balloon inflation was inserted in the iliac vessel to tamponade and the physician chose to perform a cut-down. During the surgical intervention, manta was discovered outside the vessel and deployed in the tract. The manta device was explanted, the vessel was repaired, and hemostasis was achieved. The patient outcome post-procedure was fine. The root cause of the implant not being effective in creating hemostasis requiring surgical intervention potentially is attributed to user error due to deploying manta into the tissue tract. The device was not returned, there is believed to be no device failure. Risk documentation has been reviewed and this is a known risk of the device. The manta instructions for use (IFU) lists potential adverse events associated with the deployment of vascular closure devices have been identified and include other access site complications leading to bleeding, possibly requiring surgical repair, and/or endovascular intervention. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to late arterial bleeding. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.

Event description:
It was reported that: "track deployment. Surgical cutdown needed to be performed for hemostasis".